Event description:
It was reported by service report that the bed was displaying an error code for the ibed system and the fowler was drifting down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: fowler brake clutch, siderail limit switch cable.